Event description:
It was reported that the patient underwent a removal of his artificial urinary sphincter (aus) due to an urethral stricture and urine leakage. There was no failure of the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a removal of his artificial urinary sphincter (aus) due to an urethral stricture and urine leakage. There was no failure of the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with artificial urinary sphincter and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of urinary incontinence and urethral stricture were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a removal of his artificial urinary sphincter (aus) due to an urethral stricture, urine leakage and exposure of the prosthesis. There was no failure of the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.